Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: date of report, concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR. On october 25, 2018, it was reported that the device was bent and broken. The customer returned a skin graft mesher device, serial number: (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number: (B)(6) five times as documented in the repair reports in livelink. The last repair was july 23, 2018 where it was reported that the device needed annual maintenance and the roller, worn bushings, worn side plates, damaged comb, and roller gear were replaced. This is not a related issue. Product review of the skin graft mesher on november 6, 2018 revealed that the calibration and sample mesh could not be performed due to the bent comb. The side plates, roller, and roller gear all had minor damage. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on november 6, 2018 which included replacement of the damaged comb. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the pre-testing could not be performed due to the bent comb. The root cause of the device was bent and broken could not be determined with the provided information since it is unknown how the damaged occurred to the comb. The issue was resolved with the replaced comb. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
(B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the skin graft mesher was bent and broken. The event was occurred before surgery. No adverse events were reported as a result of this malfunction.